Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was reproduced. System error 105 was confirmed and found to be caused by a failed motor. The motor, bearings, and gears were replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device displayed system error 105. There was no patient involvement.

Manufacturer narrative:
(B)(4). The date of event on the initial manufacturer report were incorrect and has been updated.